Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2003, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, an interventional radiologist reported that the aneurysm had enlarged; however, the amount of growth is unknown. Further investigation is pending.